Event description:
Surgeon was taking out two partially threaded cancellous synthes hardware screws on the right talus bone. One screw came right out. The second screw's head broke off. The rest of the screw was left in the bone as the surgeon determined it would have posed more harm to surrounding bone to attempt removal. Screw was 3.5 mm diameter and with head, estimated to be 36-38" long. Implant surgery was done several years ago at another (not known) facility.